Event description:
It was reported that a progav sys ped.w/sa 15 a.prechamber (part # fv440-t) was implanted during a procedure performed in (B)(6) 2021. According to the complainant, the valve was believed to be operating in underdrainage and was no longer adjustable. Reportedly, as of (B)(6) 2022, the valve pressure had been adjusted five times. However; during a follow-up visit in (B)(6), the ventricle was found to be too large so a valve adjustment was attempted, but could not be performed. The patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing and quality control data. The progav® shunt system was manufactured by a qualified employee on july 2017. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shunt assistant® has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: deformation of the housing. Particles in the delivery liquid. Permeability test. Is permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the shunt assistant® is permeable, while the progav® is non-permeable. Computer control test: the computer controlled test showed the opening pressure of the shunt assistant®, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 11,33 cmh2o. This is not within the specified tolerance of 15 cmh2o -2/ +4 cmh2o. An applied pressure of 15 cmh2o, with the device in the vertical position is expected to have a resultant fixed pressure of 15 cmh2o -2/+4 cmh2o. Additional testing confirms the first test results. According to our results, we can detect a presence of an accelerated outflow. The progav® was blocked, therefore the computer control test is inapplicable. Adjustability test: the progav® was found to be non-adjustable within the specified range. The shunt assistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav® is present. Due to the non-adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage and non-adjustability in the progav® valve and an accelerated outflow in the shunt assistant® at the time of our investigation. Detected deposits were the cause of the malfunctions. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Patient information: age: 6 years. Weight: 15 kilograms (kg). Height: 75 centimeters (cm). Gender: female.